Event description:
It was reported, the pt's scs system was explanted due to a possible infection. F/u identified the pt had a staph infection at her scs ipg pocket site two weeks after the implant of her scs system. Additionally, the pt was treated with antibiotics. Further f/u identified the pt is no longer being treated with antibiotics and the infection has cleared.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.